Manufacturer narrative:
The device was received full deployed; however, the soft cannula was observed to be short. The download data shows the device completed 283 pulses; no timeouts, drive stalls, or hazard alarms were observed in the data. Once the top housing was removed, the needle mechanism components were observed to be in the fully deployed position, however the soft cannula was observed to be twisted and scrunched near the environmental seal. Once the internal components were removed from the housing, damage was observed to the soft cannula. No damages were observed to the environmental seal or the bottom housing. An additional environmental seal was observed in the bottom housing window. The device was reset and deployed as expected. The investigation was able to determine that because of the extra environmental seal, the needle mechanism was unable to properly deploy, causing the reported needle mechanism failure and observed damages.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: bp1a.250505.005.b1. Smartphone hardware: pixel 7.. Cgm sensor type: g6.

Event description:
It was reported by the patient that the pod's cannula deployed half way indicating a needle mechanism failure. The patient blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. The pink slide did move forward. Treatment information was not provided